Manufacturer narrative:
Visual inspection confirmed that one of the locking rings disengaged from the plate as reported. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that the implantation angle was not difficult, no complex maneuver nor excessive force was used, the screw was self drilling and no tools were used to prepare screw hole, all in one guide was not used, the customer did not report bending the plate, bone quality is unknown. The root cause of the reported event is most likely not using all in one guide during screw insertion. Per the stg to ensure proper locking of the bone screws, freehand insertion of the bone screws is not recommend. The all-in-one guide is strongly recommended when self-drilling screws are used. Potential contributing factors based on the risk file: - incorrect screw and/or screw hole trajectory - insufficient visibility - screw over angulated - screw does not immediately cut into bone and causes force to act on locking ring.

Event description:
It was reported that the locking ring of a reflex hybrid 2 plate disengaged from the plate intra-operatively. The procedure was completed successfully with a 3 minute surgical delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that a reflex hybrid 2 plate locking mechanism the locking ring came out of the plate. Surgery was successfully completed with a 3 minute delay. No adverse consequences or medical intervention were reported.